Event description:
It was reported that there was a loss of efficacy that was unrelated to the stimulation therapy. Patient symptoms started about 3 weeks prior to the date of this report. The patient had a fall 3 weeks prior to the date of this report and had not had system checked since. The week of the date of this report the symptoms were more pronounced. Patient had a feeling of heaviness that he had not encountered as he did at the time of this report. Patient felt like everything on him was weighted and it felt like it was worse than before. The patient had the issues on and off for the past 3 weeks prior to the date of this report. The patient¿s last adjustment was on (B)(6) 2014 and the tremors had gotten better, but were not as consistent as before. The patient got overbalanced and fell 3 weeks prior. The patient was scheduled for their 4th adjustment on (B)(6) 2014 and was disappointed the technician came only to 1st adjustment. Patient had not gotten along since balance issues started. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0dywx, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0dywx, implanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported the cause of the event was decreased balance and coordination. No surgical intervention had occurred. Signs and symptoms associated with the event were fall and balance. The patient had not required hospitalization and there was no reported injury.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0dywx, implanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).